Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "unlock" button was not responding and the customer has to press button multiple times for the pump to respond. Troubleshooting for the button was performed and the button was functioning as intended. Customer's blood glucose level was not impacted. Tandem technical support offered to replace the pump. However, the customer denied the replacement.